Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: left upper lobe robotic resection. Dr. (B)(6) specifically noted in his surgical record that there was a stapler malfunction that caused the massive hemorrhage. At this point, it was decided to go ahead and proceed with a left thoracotomy. At this point, according to dr. (B)(6), plaintiffs blood pressure was unobtainable for a period of 4 minutes. The emergency left sixth intercostal space thoracotomy was performed by incising the skin and "scarpus" fascia. Plaintiff was given 6 units of packed red cells, 5 units of platelets and 2 units of fresh frozen plasma. According to dr. (B)(6), blood loss was 4500 ml. At this point, dr. (B)(6) realized that the bleeding was also coming from portion of the pulmonary artery that had come into the staple line. Dr. (B)(6) had to do a completion pneumonectomy because the residual pulmonary artery could not be salvaged. The conversion from a robotic surgical biopsy and possibly a robotic left upper lobe resection to a complete pneumonectomy resulted in a more extensive procedure, lasting several hours longer than had been anticipated and complete loss of the left lung. In addition, the more extensive open procedure necessitated plaintiff's placement in the intensive care unit, post surgery. The open surgery also required a major incision some 9.5 inches in length, which required a much longer healing period than would have. As a result of the more extensive open surgery, plaintiff was required to remain in the hospital for 8 days, a longer period than would have been necessary had the procedure been limited to laparoscopic as planned. As a result of the more extensive surgery, plaintiff's recovery period was lengthened, and his activities were limited to a greater extent and for a longer period of time than would have been the case with the planned procedure. As a result of the defect in the stapler and/or staples, and the necessity to convert the procedure to an open surgical procedure and complete pneumonectomy, plaintiff experienced added pain and suffering, disability, emotional distress and inconvenience.